Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The endoscopic image disappeared when the bending section was activated. The angulation was insufficient due to the stretch of the angle wire. The insertion tube was crushed due to an external factor. The insertion tube, control section, rotating mechanism, remote switch, grip unit, angulation control lever, up/down plate, universal cord, light guide cover glass, and endoscope connector cover were scratched due to external factors. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by excessive squeezing by repeated wiping of the outer surface of the insertion section, or by chemical deterioration due to chemicals. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.